Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure had occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on approximately (B)(6) 2026, while the patient was in vietnam on vacation, he fainted. The patient was found by a hotel employee. There were no continuous glucose monitor (cgm) or blood glucose values provided. The patient was treated with unspecified medication and recovered after the treatment. The patient stated they did not consult a healthcare provider. At the time of the report the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.